Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent unknown orthopedic surgery on (B)(6) 2018 and barbed suture was used. The suture was broken during use. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: (B)(4) 2018.